Manufacturer narrative:
Correction to h6 based on additional information. Imagery was provided by the facility, and the following was observed: valve deployed too aorta or above base cusps, paravalvular leak observed on left sinus leaflet, patient appeared to have large annulus against the selected valve (26mm), second valve was deployed lower toward ventricular within the first (incident) valve. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for malpositioned thv and paravalvular leak were confirmed based on medical record and provided imagery. As reported 'a new 26mm sapien 3 ultra valve was prepared for implant. When inflating the commander delivery system balloon for valve deployment, the valve was moving horizontally and not following the axis of the aorta, so that it stayed in a high position and resting on the left sinus, without reaching to cover the ring and with relevant insufficiency (bilateral pvl, more intense in the left sinus). Therefore, a 29mm sapien 3 valve was successfully implanted within the previous one and in a lower position to solve the problem, although it was also horizontally aligned in relation to the aortic axis'. Per medical record, patient's native annulus was 554.7 mm2, which was upper range of size 26mm and lower range of size 29mm. However, the deployed valve (size 26mm) appeared undersized against the patient's native annulus per imaging evaluation. In additional, the second valve was upsized to 29mm, and the paravalvular leak was resolved. Per IFU, 'correct sizing of the thv is essential to minimize the risk of paravalvular leak, migration, and/or annular rupture'. As such, available information suggests that procedural factors (undersized thv) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards spain affiliate, during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, resistance was felt during insertion of the commander delivery system into the esheath due to the distal nose tip being anchored deep in the sinus. The calcified leaflet was preventing movement and deflection maneuvers, and the operator was not able to advance the valve. The decision was made to remove the devices, and upon observation of the retrieved valve, one of the leaflets were immobile. The patient developed complete av block. At this point, bav was performed, and a new 26mm sapien 3 ultra valve was prepped. During valve deployment, the valve was noted to moving horizontally and not following the axis of the aorta as the balloon was inflated, resulting in the valve being in a high position. Bilateral paravalvular leak was noted, so the patient underwent a successful valve in valve procedure with a 29mm sapien 3 valve. A permanent pacemaker was implanted to address the heart block, and the patient was stable.